Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint alleges the user was unable to connect the ett to the circuit and deliver tidal volumes due to a break in the device. Event reported occurred during a patient use. A new device had to be obtained. No harm to the patient reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. Only the swivel valves were returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal-side swivel valve was broken. The reported complaint of "broke during use" was confirmed based upon the sample received. At this time, it could not be determined how or why the valve broke. The sample has been sent to the supplier of the product for further investigation and the investigation will be updated after the supplier has been able to determine a possible root cause. The root cause of this complaint issue is undetermined.

Event description:
Customer complaint alleges the user was unable to connect the ett to the circuit and deliver tidal volumes due to a break in the device. Event reported occurred during a patient use. A new device had to be obtained. No harm to the patient reported.